Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would "cycle down then pump displays improper shutdown" in the pediatrics department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. Per follow up call from the biomedical engineer further inspection revealed the wireless battery module had a badly damaged printed circuit board and will be scrapped. The device will not be sent in for service therefore no evaluation can be performed at baxter (B)(4). A badly damaged wireless battery module printed circuit board can lead to the spectrum infusion pump improperly turning off as a result of an electrical failure. In this case the battery failure reported by the customer resulted in the reported ¿power cycling¿. Should additional relevant information become available, a supplemental report will be submitted.